Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse reprogrammed common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The probable root cause is attributed to a software coding issue.

Event description:
It was reported that the or staff encountered a preventative maintenance recommended -297 error on the screen when powering on the system in the morning. The logs indicated a 311 golden image error. The customer attempted a hard reboot of the system, but the error persisted upon reboot. The error logs also showed a 307 error, indicating nodes vision real-time controller (vrtc) and patient cart controller (pcc3), which were configured to be present, stopped responding after initially being detected at startup. The customer reported event has no report of patient injury.